Manufacturer narrative:
Date of event has been estimated.

Event description:
It was reported that the patient may be seeking an ipg replacement for an unspecified issue.

Manufacturer narrative:
Further information received confirmed the ipg was maintaining therapy for 24 hours which is within specifications.

Event description:
Additional information found the patient wanted ipg replacement due to recharge burden. As the device is maintaining 24 hours of therapy between recharges which is within product specifications this event is no longer reportable